Event description:
The patient reported that she received an e4 (occlusion) alarm on her insulin infusion device. She stated her insulin infusion headset had been in use for 2 days. To troubleshoot, the patient was instructed to disconnect from her headset and try placing her infusion device in run mode. The device gave an occlusion alarm. The patient was instructed to remove her cartridge assembly, reset the piston rod, and reinsert the cartridge assembly. The device again alarmed e4. The patient was instructed to prime the tubing and the device alarmed e4. The patient was then instructed to remove the tubing and try priming which went through without error. The patient stated the tubing had been in use for 6 days. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.